Event description:
It was reported that a small volume intermate was observed to have a black mark on the filter during compounding with flucloxacillin. This was discovered before use. There was no patient involvement. Additional information was requested and is not available. This is report 3 of 6.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured on july 17, 2014 to july 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.